Event description:
A malfunction was reported by the caller regarding the pump, with no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted in resetting the pump, and the malfunction did not recur afterward.